Event description:
Customer alleged the fork just snapped at the stem. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4). (B)(4) 2012 (B)(4) - no RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model p9000xdt, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1118386 rev d (apr-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the consumer was in her garage / alley way when the stem of the caster fork allegedly snapped on the power chair. The stem was still in the head tube. No injury. A quote was issued for the replacement part and the return of the product to invacare for an inspection and evaluation.